Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during application of the listed device, the adhesive was stuck to the cap. User continued with application when cannula became dislodged from the site. No adverse health outcome resulted from this event.